Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter contact number reporter facility name. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that another 2.7mm cortical screw was used to complete the procedure.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional event information: after screw removal, it is confirmed by imaging diagnosis that there is no residue. Unknown pliers, unknown guide sleeve, unknown plate: foot (quantity1) no further information is available. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown guides/sleeves/aiming: s /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an osteotomy procedure for hallux valgus with an unknown x-plate of variable angle locking compression plate (va-lcp) forefoot/midfoot system on (B)(6) 2019, the neck part of the variable angle locking screw was found broken. The issue happened while the surgeon bent the plate using an unknown needle-nose pliers because it could not be bent as the surgeon wished to bend with the bending pliers. Then, an unknown drill sleeve could not be locked to a screw hole of the plate. Thus, the surgeon used an unknown universal drill guide in drilling. Then, the variable angle locking screw was inserted into the screw hole. But, the surgeon felt something wrong with the screw, and it was discovered that the screw was broken at the neck part. The screw head was then removed by an unknown driver and the remaining shaft was extracted by a needle-nose pliers. There were about ten (10) minutes surgical delay reported. Patient status and surgical outcome were unknown. The surgeon confirmed by x-rays that there was no fragment remained in the patient body. Concomitant device reported: unknown universal drill guide (part# unknown, lot# unknown, quantity 1). This complaint involves three (3) devices. This report is for one (1) guides/sleeves/aiming: sleeve. This report is 2 of 3.